Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimate. On (B)(6) 2018, a cartridge was filled wit 200 units, and displayed 5 units when the cartridge had approximately 68 units remaining. In addition, when the insulin gauge decreased to 0 units, the customer withdrew approximately 180 units of insulin from the cartridge. Blood glucose level ranged from approximately 350-355 (mg/dl). A new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.